Event description:
Small anterior/inferior pericardial effusion noted on echocardiogram, without signs of tamponade physiology. Patient discharged home in stable condition. Patient to follow up with referring cardiologist one week post-discharge. Two asos were implanted. (See MDR 2135147-2011-00099). This event will be reviewed by the erosion board. We will notify you if definite erosion is confirmed.